Event description:
It was reported that the tip portion of the reamer piece has flared out in the bone causing a delay of over 30 minutes in surgery. Damage to the pt bone was repaired during surgery. Further info regarding the pt condition was requested without success. This device is used for treatment.

Manufacturer narrative:
Device was not returned for eval. The lot number provided was not valid, therefore, device history could not be reviewed and mfg date could not be determined. Based on previous evaluations this type of event is known to occur as a result of misuse. Dfu instructs the user to center the coring reamer over the pin with minimal force when drilling: and warns that changes in drill angulation during reaming, may result in coring reamer deviation or device failure.